Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a male patient, the device advised shock for what appeared to be a non-shockable heart rhythm. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.